Event description:
It was reported to medtronic neurosurgery that the three-way tap was cracked.

Manufacturer narrative:
The system did not meet specifications for leak testing as the injection port of the patient-line stopcock was cracked. It is unknown how when this damage occurred. The instructions for use that accompany the device caution that luer connectors need to be allowed to dry completely prior to reconnection. Although the clean solution used on this device could not be verified, it was noted that this hospital has historically used chlorhexidine to clean the products. Isopropyl alcohol is the only approved cleaning solution for becker systems. A review of the manufacturing records showed no anomalies. No impact to the patient was reported.